Event description:
It was observed during the device evaluation, that the rigid video scope had the scratches on the distal edge. There was no patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scratches on the distal edge were due to a friction problem, most likely caused by component failure. Olympus will continue to monitor field performance for this device.